Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The interior right ventricular defibrillation cable was extrinsically cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high voltage impedance for both defibrillation coils on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.